Event description:
Reportedly the clinician connected the power injection tubing to the pt's existing extension set and isovue 300 contrast was injected at 2.5cc/second. During the injection, the extension set tubing ruptured. An unspecified amount of blood leaked out. The clinician could not quantify the amount, but indicated that it was more than would normally leak out because the pt was on heparin. Reportedly, no transfusion was required. The IV cannula, although patent, was discontinued as the pt was upset by the event. The CT scan was completed without contrast. The IV cannula was later restarted when the pt returned to their room. There were no reported adverse pt sequelae.